Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr (26mm s3 in the aortic position via tf approach), the peripheral system and aorta was very tortuous. There were no issues advancing the delivery system and no issues mounting the balloon on the delivery system in the aorta. During deployment the physician had a very hard time inflating the balloon on the delivery system (it was about 40% flexed). After the valve was deployed post dilation was performed. Given the issues getting the balloon to inflate, the physician removed all of the flexion of the delivery system and unlocked the delivery system, made minor adjustments and relocked in hopes of eliminating the issue. During the post dilation the balloon was very hard to inflate. After a very slow inflation, it was also slow to deflate. The delivery system was removed out of the body. There was no complications. The delivery system balloon was tested on the back table and the balloon was easily inflated/deflated.  Per report, there were no kinks in the delivery system or sheath. The perceived root cause for the inflation/deflation difficulty was the tortuosity of the abdominal aorta.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation with a bend on the proximal balloon shaft due to packaging. Visual inspection was performed and no abnormalities were noted on the device. Functional testing was performed and the total time necessary to fully inflate and deflate the balloon on the complaint device meets specifications. The complaints for inflation/deflation difficulty was unable to be confirmed based on functional testing. Dimensional testing was performed and the balloon was fully inflated and the od was measured to ensure the nominal od could be reached and maintained. Measured components were within specifications. Review of 3mensio report revealed tortuosity in the access vessels and abdominal aorta. The commander delivery system underwent the following inspections during the manufacturing processes: balloon inspection includes: balloon outer diameter inspection; visual inspection. Final inspection includes: distal to proximal visual inspection of entire device and reject for device damage; nose tip to balloon bond and reject for leak channels or not smooth joint; nose tip to guidewire shaft bond area and reject for visible leak channels in bond area; crimp balloon to balloon shaft bond weld joint inspection; handle/y-connector/strain relief bond area inspection for defects. Flex catheter and balloon catheter leak test; and functional product verification (pv) testing includes: visual inspection; inspect unit for physical damage (kinks, cracks); balloon inflation/deflation time; total inflation/deflation time; kink inspection; bond inspections. All units underwent and passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no additional similar complaints for delivery system inflation/deflation difficulty, partial or slow. A review of complaint history revealed other similar returned complaints for delivery system inflation/deflation difficulty, partial or slow, which were confirmed. However, no manufacturing non conformances were identified. A review of the complaint history revealed that the occurrence rate did not exceed the control limits for both the trend categories. A review of the instruction for use (IFU) and training manual revealed no deficiencies. The complaint for delivery system inflation/deflation difficulty, partial or slow was unable to be confirmed. Investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. It is likely the tortuous anatomy of the patient bent the balloon shaft during the procedure, making it difficult to inflate/deflate the balloon. Tortuosity of the patient vasculature causing the complaint event is supported by the fact that the balloon was able to inflate and deflate without issues when not in the patient. Further dimensional/functional testing revealed no issues with the device. No labeling inadequacies, training, or IFU deficiencies, and no manufacturing nonconformance were identified during evaluation. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective, product risk assessment (pra), or preventative action is required.